Manufacturer narrative:
The insulin pump had an intermittent button response on the esc and act buttons due to flattened dome switches. No damage to keypad traces and connector on lcd board was not unlocked during visual inspection. The insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was hard to press down. The b, esc, and act buttons were particularly hard to press. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.